Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company 22.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal lens. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced vision problem and headaches. The lens was exchanged for another lens model 3 months following the initial procedure. Clinical reason for explant was mentioned as mechanical complication.